Manufacturer narrative:
(B)(4). D10: cm-9145 quattro link anchor 4.5mm lot 67439891. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the anchor was pulled out unintentionally. The surgeon used the backup of the same product, but the anchor of it has became deformed during use and couldn't be implanted. The tip of the deformed anchor was fractured off and retained. The surgeon used the backup of the same product again, but the anchor was fractured during use. After the above, the surgeon used the backup anchor, but the anchor of it was pulled out unintentionally. Finally, the surgeon used a backup product of a different anchor for the surgery. The report is for the device for anchor deformation and fractured tip that was retained. Attempts have been made and additional information on the reported event is unavailable at this time.